Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device was returned with the cannula cap detached from the cannula tabs and missing. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 17 straps were found inside cannula shaft. In addition, the tabs were measured and are within specification. This is an indicative that this issue was caused due an external cause. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use. No conclusion could be reached as to what may have caused the reported incident. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was customer aware the cannula cap was missing? 2. Was the cannula cap retrieved. Is the cap available to be returned for evaluation? 3. How was the procedure completed?

Event description:
It was reported that the patient underwent hernia repair in (B)(6) 2017 and absorbable straps were used. During the procedure, the device could not be triggered. Upon product evaluation, the cannula cap was detached from the device. There were no adverse patient consequences reported. Additional information has been requested.